Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2004. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had oversensing of noise on the electrogram from a possible fracture. The rv lead also had variable impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.